Manufacturer narrative:
Note: event date is only an approximation, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the ins is a little tilted and she has to put a lot of pressure on the ins to get excellent and then it goes back to good and back to excellent while charging. The caller indicated the controller found the ins. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-05-14. It was reported that laying down to charge did not help. The patient was able to charge at her dining room table. At this point the issues were resolved. No further complications were reported/anticipated.